Event description:
Posterior colporrhaphy was performed with an avualta kit. A different physician has now found that the mesh is eroding through the pt's vagina. Erosion was reported to family physician on (B)(6) 2011. Pt was seen by gynecologist today (B)(6) 2012 treatment will commence, but is not finalized. Portion of eroded graft removed in office today. Reassessment will be done in 2 weeks.